Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the screen is blank but has audio tones. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate customer complaint of a blank display. Noted in histories that there was five instances of a call service alarm 54 on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.